Event description:
It was reported that the introsyte autoguard 26g intro only wings broke off while removing the sheath during use. The following information was provided by the initial reporter: "the rn was attempting to insert a PICC line. After the third attempt, she was successful. When blood return noted and inserted the catheter, she broke the wings of the introducer to remove the sheath. The wings broke off and left the sheath on the catheter. She attempted to remove the sheath using hemostats which was unsuccessful, so she had to remove the line. They will have to attempt to insert a PICC later on."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photo and one used introducer in three portions: portions 1 and 2 were the handles that had broken apart and separated from the sheath, portion 3 was the sheath with a PICC line threaded through it. Visual observation of the portions reveal that the unit had an incorrect peel which resulted in a jagged separation of the tabs and a break from the tubing. Your reported defect was confirmed. Further microscopic observation revealed that there was no skive line present on the length of the sheath indicating the defect is most likely related to the raw material. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5102946. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the introsyte autoguard 26g intro only wings broke off while removing the sheath during use. The following information was provided by the initial reporter: "the rn was attempting to insert a PICC line. After the third attempt, she was successful. When blood return noted and inserted the catheter, she broke the wings of the introducer to remove the sheath. The wings broke off and left the sheath on the catheter. She attempted to remove the sheath using hemostats which was unsuccessful, so she had to remove the line. They will have to attempt to insert a PICC later on."